Event description:
Knee implant had originally been placed on (B)(6) 2002. It failed to adhere / heal to bone as it is designed to do. Prosthetic had been recalled. Removed femoral component and tibia articular insert, replaced with new items.